Event description:
It was reported that a nurse practitioner's (B)(4) handheld device was freezing during interrogation. Once the nurse practitioner performed a hard reset, the handheld became frozen on the "align screen" screen (reported in MDR 1644487-2010-02056). The nurse practitioner was sent a replacement handheld. Good faith attempts to obtain the handheld that was not functioning properly have been unsuccessful to date.